Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynx control vascular closure device (vcd) balloon was noted to be ruptured after removal from the patient. There was no reported patient injury. The device was prepped and inserted per the IFU. The mynx device was pulled back per the IFU, and balloon came out through arteriotomy. The product was stored as per labeling and opened in a sterile field. The procedure was a diagnostic cardiac catheterization. The procedure used was a retrograde approach. The deployer was in training. A 5f sheath was used. The mynx vcd was prepped according to IFU instructions. The balloon lost pressure at the 2nd stop. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was the common femoral. Hemostasis was achieved by manual pressure for 25 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered.

Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynx control vascular closure device (vcd) balloon was noted to be ruptured after removal from the patient. There was no reported patient injury. The device was prepped and inserted per the IFU. The mynx device was pulled back per the IFU, and balloon came out through arteriotomy. The product was stored as per labeling and opened in a sterile field. The procedure was a diagnostic cardiac catheterization. The procedure used was a retrograde approach. The deployer was in training. A 5f sheath was used. The mynx vcd was prepped according to IFU instructions. The balloon lost pressure at the 2nd stop. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was the common femoral. Hemostasis was achieved by manual pressure for 25 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that both button 1 and button 2 were not depressed, the stop cock was open, the syringe was not connected to the device, ant the sealant was observed to have remained in the manufactured position, exposed to blood as received. The procedure sheath was not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a micro tear in the balloon of the returned device, approximately 2.5 mm from the balloon proximal neck. The device history record (DHR) review of lot f1906501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control balloon - balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (although not reported) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.